Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the luer connector was difficult to turn and could not be attached, after which a different luer connector and cartridge were used and the connection locked in place without issue. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included return of the luer connector and case review. Investigation of this case revealed a connector interface issue with the luer connector component that prevented attachment, while replacement components functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the luer connector.